Manufacturer narrative:
H.3 evaluation summary: the field event was confirmed. The high voltage output section of the device was damaged which resulted in a high voltage potential on the d+ lead all the time. An automatic high voltage cap maintenance charge, occurring after the device was cut open, allowing high voltage onto the d+ lead and the close proximity of the d+ to the ring lead caused arc damage. If the output section damage was present in the field, the long charge times could have been the result of the constant discharge of high voltage to ring during high voltage charging.

Event description:
During an attempted implant, it was difficult to retrieve info from the implantable cardiac defibricater after a programmer commanded shock. The pt could not be induced using "fibber". A low voltage external shock was delivered during the "fibber" burst. Several attempts were made without success. A nine volt battery was then used by inserting a hex wrench into the rv port set screw and connecting with alligators to the hex wrench and the can of the device. They were still unable to induce. The leads were then disconnected from the generator. The "hvs-02" was used to induce the pt. After many attempts, the pt was finally induced by delivering external shocks timed with a burst from the "hvs-02". After doing two inductions with the "hvs-02" with successful shocks at 500v, the device was again connected to the lead. The diagnostics showed an extended charge time with "na" for impedance and energy. The real time electrogram was normal with no noise observed. The programmer commanded shock attempt was repeated. The device could be heard charging for an extended period and the diagnostics returned the same values. The real time electrogram was normal with no noise observed. At this point, the decision was made to re-open the pocket and replace the device.